Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: left- mentor smooth round moderate profile 425cc saline breast implant, catalog number: 3501670, lot number: 5792113. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the right side deflated after implantation. The issue was observed per the physician as a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number: 3503560, serial number: (B)(4) and right replaced with catalog number: 3503560, serial number: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation: during evaluation of the sample a crease was noted in the anterior and extending to the posterior view. A tear within the crease was noted in the posterior view measuring approximately 2.03 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).